Manufacturer narrative:
Citation: adamo m et al. Role of different vascular approaches on transcatheter aortic valve implantation outcome: a single-center study. J cardiovasc med (hagerstown). 2015 apr;16(4):279-85. Doi: 10.2459/jcm.0000000000000252. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding different vascular approaches on transcatheter aortic valve implantation (tavi) outcome. All data were collected from a single center between 2007 and 2014. The study population included 322 patients (predominantly male; mean age 84 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: periprocedural myocardial infarction, stroke, major vascular complications and bleeding, new permanent pacemaker implantation, aortic regurgitation, increased valve gradient, second valve deployment, and need for repeat procedure. Based on the available information, it was likely the events were attributed to medtronic product. No additional adverse patient effects were reported.